Manufacturer narrative:
Failure analysis revealed that the insulin pump had an error alarm and a frozen display as a result of corroded keypad traces.

Event description:
The customer reported that the insulin pump had an error alarm. Troubleshooting was performed. The customer stated that the device had unresponsive buttons. Advised customer to discontinue the insulin pump use. No further info was provided.